Event description:
Customer's mother called to report that the insulin pump alarmed spi to motor pic communication error. Customer's mother also reported that the insulin pump alarmed off no power. Customer's blood glucose reading was 400+ mg/dl. Product is being returned and replaced.

Manufacturer narrative:
No a39 alarm noted. Unit powered up properly. All operating currents are within specs. Off no power alarm function properly. Unit passed self test and displacement test. Unit had cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.